Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 4 total events were initially reported.   Product return status 1 device was received. 3 devices were not available for evaluation.   Evaluation status 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by internal corrosion additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: four events were reported for this quarter. Product return status: three devices were received for evaluation. One device was available for evaluation but has not yet been received. Evaluation status: two device evaluations are in progress. One event was confirmed during testing. One device was found to be affected by corrosion. Product disposition: this device is not repairable and was not returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. Two events had no patient involvement; no patient impact. Two events had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact. 2 events had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 3 previously reported events are included in this follow-up record. Product return status: 1 device was available for evaluation but has not yet been received. 2 devices were not available to stryker for evaluation. 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused. Product discarded by customer.